Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream sensor and re-calibrated the upstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable, pump won't run alarm. No patient consequences were reported. No adverse effects were reported.